Event description:
A physician reported during an intraocular lens (iol) implant procedure; while advancing the plunger, iol overshot from the pause location. There was no injury to patient. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).